Event description:
It was reported that during pre-test, patient mother was trying to inflate the cuff and it did not work despite trying 4-5 times. She then tried again and heard a pop and the cuff then inflated. Mother attempted to fill with water but cuff leaked. She opened two others and the cuff would not inflated on those either. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device, and 510k number are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).